Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level up to 600mg/dl and large ketones. Reportedly, the customer contacted a doctor and the doctor suggested the customer to go to the emergency room which the customer declined. Manual injections were administered and water was consumed to address the bg levels and ketones. Reportedly, the customer had requested assistance from a non-tandem trained nurse in regards to the occlusion alarms. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.